Manufacturer narrative:
D3 - updated h3, h6 - updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump had alarmed completed. A patient had come in for a disconnect, and the infusion bag had still contained approximately 60 ml, although the pump had indicated that the full amount had been delivered. The remaining reservoir volume had been 0 ml despite 60 ml remaining in the bag. The air detector had been off, and the upstream sensor had been off. The length of infusion had been 46 hours. The pump had not been used to prime the extension tubing; the tubing had been primed manually. The event occurred while in use with a patient at the patient's home and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.